Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges the chair took off on its own and slammed into parked vehicle.

Manufacturer narrative:
The unit was not powered off during transfer. The device was not returned or made available for evaluation.

Event description:
Alleges the chair took off on its own and slammed into parked vehicle.